Event description:
When the outer packaging of the product was opened, the inner packaging was already opened. The observation was made (after) initial receipt of the product, after it has been received, stored in the lab and prior to using the device. The device is stored in the lab on a shelf. The actual product was not damaged. The product was not used and was returned for analysis.

Manufacturer narrative:
Please note that this device is available for testing and evaluation but has not yet been received. Additional information received will be submitted within 30 days upon receipt.